Event description:
As reported by our affiliates in (B)(6), after device preparation, there was difficulty advancing the delivery system over the guidewire and push force was necessary to pass a blocked part. During implant of a 26mm sapien 3 valve using transfemoral approach, there was difficulty pushing all the inflation volume into the balloon, and high pressure and force was needed. At the time of the report, no additional information was available.

Manufacturer narrative:
Additional information was received. Section h6 was updated. The valve was implanted without additional issue. There was no consequence for the patient. The patient is currently doing well.

Manufacturer narrative:
Correction to h6 (component code, investigation findings and investigation conclusions). Additional information d9 (device availablity). The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: the balloon was unpleated and unfolded from use, and a kink was noted on the delivery system (possibly due to handling). Functional testing was performed, and a sample guidewire was inserted through the system and no resistance was noted. In addition, the balloon was able to be fully inflated with no abnormalities. There was no dimensional testing performed due to the nature of the complaint. During manufacturing per procedures, all inspections are conducted on 100% of the units. A device history records (DHR) review and lot history was unable to be performed as no lot number was provided. The commander delivery system with s3u IFU, device preparation manual, and device training manual was reviewed for guidance and instructions on device preparation and usage involving the commander delivery system and esheath usage. The device training manual provides guidance on thv deployment. Check to ensure that the thv is exactly between the valve alignment markers, flex tip is on the triple marker, and balloon lock is locked. Perform thv deployment by unlocking the inflation device, initiate rapid pacing ensuring 1:1 capture, sbp less or equal to 50 mmhg, and pulse pressure less than 10 mmhg, confirm the placement of center marker within optimal initial center marker zone, begin initial deployment with slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment, completely deflate the balloon and stop pacing and withdraw the balloon from the native valve. Additional considerations are verifying the flex tip is on triple marker to ensure full inflation of balloon during deployment and ensure the stability of the delivery system during thv deployment. Slow inflation during initial deployment may help with the stability of the delivery system and thv during deployment, if considered, reposition only at the very early stage of deployment, do not exceed 20 seconds for inflation of deflation of the delivery system, always maintain control of the plunger of inflation device when releasing it and never lock the inflation device during bav or thv deployment. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance with guidewire unable to advance, and inflation difficulty and or incomplete inflation during valve deployment were unable to be confirmed. No manufacturing non-conformances were identified during the evaluation. Additionally, a review of lot history and DHR was unable to be performed as no lot number was provided. Manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As no patient or procedural imagery was provided a definite root cause is unable to be determined at this point. However, as reported, 'difficulty to advance the safari guidewire into the commander was felt, and push force was necessary to pass a sort of blocking part'. Tortuosity and calcifications along patient anatomy can create a challenging pathway for delivery system advancement. Furthermore, these factors may put extra strain on the device which can result with increased resistance for delivery system inflation. Additionally, procedural factors such as improper crimping, flushing, or device preparation can affect advancement and inflation of devices as such potentially leading to the reported events. In this case, it is likely that patient factors (calcification/tortuosity) and/or procedural factors (improper device preparation) may have contributed to the complaint events. However, a conclusive root cause was unable to be determined. No labeling or IFU training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective and preventative action nor pra is required at this time.